Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 5/29/2025: during an acl reconstruction using tib ant allograft on (B)(6) 2025, the tightrope mechanism failed when the suture bridged over and broke while being tensioned into the femoral socket. The tightrope button remained in the patient, with the white tensioning tails tied off. To ensure proper graft tension, a screw was placed in the femoral notch. The procedure proceeded without delay, and no additional anesthesia was required.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-1588rt-2j tightrope ii rt with deploying suture continued to tighten and loosen during the procedure. It was later determined that the suture bridge over the button had broken. There was no adverse effect on the patient or surgical outcome, as a screw was used instead. This was discovered during a procedure, with no reported patient harm. Additional information has been requested on 05/29/2025.